Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: promus element plus,mr,ous 2.25x32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Proximal stent strut rows were damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks, a hypotube break 240mm distal to the distal end of strain relief and a partial hypotube break at the site of the break. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification, but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 10-sep-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous left circumflex artery. A 2.25x32mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. Plain old balloon angioplasty (poba) was performed and the procedure was completed. No patient complications were reported and the patient's status was stable and doing well. However, returned device analysis revealed proximal stent damage and hypotube break.